Event description:
The device was used during a video assisted thoracic surgery bullectomy procedure. Reportedly, the instrument did not fire and a component disengaged into the pt's cavity. The surgeon was able to retrieve the conponent and applied another device to complete the procedure. The hosp has reported no pt injury occurred.